Event description:
It was reported that the right atrial (ra) lead was oversensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.